Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below. ¿the CT-scan of this case show both well-fixed tibial and talar components. The pe-liner looks intact, as far as can be judged on a CT-scan. There are some bone cysts adjacent the talar component, part of them related to the earlier degenerative joint disease of the subtalar joint and its surgical fusion. A clear reason for revision cannot be assessed from this CT-scan, further clinical information is necessary. The prosthesis looks intact.¿ more clinical information as well as the retrieved implant are necessary to determine the exact root cause. If device is returned or any further information is provided, the investigation report will be reassessed.